Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not able to set the time and date on the insulin pump. Customer received an unexpected restart. Customer stated that the last few times, the pump has not been alarming that it is empty. Customer's blood glucose level was 306 mg/dl. Customer also had an external ram error in the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised to monitor the pump and call if issues recur. Insulin pump will be replaced. No further assistance needed.